Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated the flap was not lifted. Photo refractive keratectomy (prk) was done over the non elevated flap.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative stated the system passed zxy calibration, system alignment, and energy verification through the delivery system. The system was tested and found to meet product specifications. The system was found to meet specifications, therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported vertical gas breakthrough during flap creation. The procedure was cancelled. Additional information has been requested.